Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to post-implant deep vein thrombosis (dvt) and pulmonary embolism (pe). As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages. And required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue, to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to post-implant deep vein thrombosis (dvt) and pulmonary embolism (pe). As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages. And required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue, to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available. Cordis 6 fr. Pigtail straight catheter. Unknown wirethe implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to post-implant deep vein thrombosis (dvt), pulmonary embolism (pe). As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages. And required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue, to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in an updated legal brief patient reported tilt, and perforation into fat, making filter irretrievable. The following additional information was received per the patient¿s medical records: patient medical history includes gastric bypass two years prior to filter implantation with (B)(6) weight loss and recurrent ventral hernia. On a coumadin regimen for history of dvt in the right lower extremity after childbirth, gurd and b12 deficiency. The filter was implanted prior to surgical repair of the abdomen for recurrent hernia. During the filter placement, a venogram identified the takeoff of the renal veins and the size of the ivc. The optease was deployed just below the renal veins. A final venogram showed good placement of the filter below the renal veins. There was no report of complications. After ivc placement, the planned abdominal repair with mesh removal was completed without report of complications. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 10 years 6 months post implantation. The patient reports filter embedded in wall of the ivc, and perforation of filter struts outside the ivc. The patient also reports suffering from anxiety, permanent prescription for warfarin, long term injury from warfarin, confusion, significant restriction to diet, occasional heart palpitations, psychological fear of filter moving, breaking, or being filled with clots, and fear of emergency removal requiring open heart surgery.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to post-implant deep vein thrombosis (dvt), pulmonary embolism (pe). As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages. And required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue, to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in an updated legal brief patient reported tilt, and perforation into fat, making filter irretrievable.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of optease vena cava filter. The patient¿s medical history includes gastric bypass two years prior to the filter implantation with a 170-pound weight loss and recurrent ventral hernia. The patient was placed on a coumadin regimen for history of a deep vein thrombosis (dvt) in the right lower extremity after childbirth, gastro-esophageal reflux disease (gerd) and vitamin b12 deficiency. The filter was implanted prior to surgical repair of the abdomen for a recurrent hernia. During the filter placement, a venogram identified the takeoff of the renal veins and the size of the inferior vena cava (ivc). The optease was deployed just below the renal veins. A final venogram showed good placement of the filter below the renal veins. There was no report of complications. After ivc placement, the planned abdominal repair with mesh removal was completed without report of complications. Approximately four years post implantation, the patient underwent an ultrasound (us) venous duplex scan of the left lower extremity. There was chronic venous thrombosis noted within the distal left superficial femoral vein through popliteal region. The thrombus was very echogenic in nature and appeared to be chronic. No definitive evidence of acute venous thrombosis was apparent. There was a duplicated mid through distal superficial femoral vein and duplicated popliteal vein. The chronic venous thrombosis is noted in only one limb of the veins. The remainder of the left lower extremity venous system was otherwise patent. The patient is reported to have developed post-implant pe. Approximately ten years and six months post-implantation, the patient also became aware that the filter was embedded in wall of the ivc and that filter struts had perforated outside the ivc. Additional information received indicates that the reported tilt, and perforation into fat, making the filter irretrievable. The patient also reported suffering from anxiety, has a permanent prescription for warfarin, long term injury from warfarin, confusion, significant restriction to diet, occasional heart palpitations, psychological fear of the filter moving, breaking or being filled with clots and fear of emergency removal requiring open heart surgery. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. A clinical conclusion could not be determined as to the cause of the reported perforation. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. It was further reported that the filter was embedded. Endothelialization, remodeling and/or restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as twelve days. The presence of thrombus and recurrent pulmonary embolism do not represent a device malfunction and could not be confirmed without films for review. This event does not represent a malfunction of the device. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to post-implant deep vein thrombosis (dvt), pulmonary embolism (pe). Per the updated patient profile form, the filter has tilt, and perforation into fat, thereby making filter irretrievable. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: event description, evaluation codes. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to post-implant deep vein thrombosis (dvt), pulmonary embolism (pe). As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages. And required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue, to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in an updated legal brief patient reported tilt, and perforation into fat, making filter irretrievable. The following additional information was received per the patient¿s medical records: patient medical history includes gastric bypass two years prior to filter implantation with 170 pound weight loss and recurrent ventral hernia. On a coumadin regimen for history of dvt in the right lower extremity after childbirth, gurd and b12 deficiency. The filter was implanted prior to surgical repair of the abdomen for recurrent hernia. During the filter placement, a venogram identified the takeoff of the renal veins and the size of the ivc. The optease was deployed just below the renal veins. A final venogram showed good placement of the filter below the renal veins. There was no report of complications. After ivc placement, the planned abdominal repair with mesh removal was completed without report of complications. Approximately 4 years post implantation, the patient underwent a us venous duplex scan of the left lower extremity. There was chronic venous thrombosis noted within the distal left superficial femoral vein through popliteal region. The thrombus was very echogenic in nature and appeared to be chronic. No definitive evidence of acute venous thrombosis was apparent. There was a duplicated mid through distal superficial femoral vein and duplicated popliteal vein. The chronic venous thrombosis is noted in only 1 limb of the veins. The remainder of the left lower extremity venous system was otherwise patent. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 10 years 6 months post implantation. The patient reports filter embedded in wall of the ivc, and perforation of filter struts outside the ivc. The patient also reports suffering from anxiety, permanent prescription for warfarin, long term injury from warfarin, confusion, significant restriction to diet, occasional heart palpitations, psychological fear of filter moving, breaking, or being filled with clots, and fear of emergency removal requiring open heart surgery.